Event description:
Boston scientific (bsc) received information that this implantable cardioverter defibrillator (ICD) had been returned to boston scientific as a result of a shorted shock condition of the associated non-bsc lead. The corresponding fault error code was observed. The boston scientific local area sales representative indicated that during attempted implant, a full defibrillation threshold testing (dft) was done. A popping sound was heard and it was observed that no shock was delivered during the dft. It was found that the plasma fuse had been opened due to a shorted lead condition.

Manufacturer narrative:
Per the boston scientific post market quality assurance laboratory, external shorting of the lead(s) during a charge is known to cause internal damage on the associated medical device which would impact ability of the device to provide therapy. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage.